Manufacturer narrative:
Method - the involved device was not returned for eval. Therefore, the failure investigation consisted of a review of user facility info and quality records. Please note: even though the reported event does not involve a serious injury and the investigation found no indication of any relationship to a device defect, this report is being submitted as a precautionary measure. A review of the complaint files confirmed that this lot number has not been reported previously. There are no similar complaints on any lot number. The reports of the biocompatibility testing for this product were reviewed and confirmed that the results show no evidence of toxicity or sensitization. All available info has been placed on file in qa for tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported that a pt developed a reaction when the catheter was being placed in the arm. F/u communication confirmed the following additional info: an IV catheter was being placed into the antecubital fossa of pt prior to a wisdom tooth removal; upon insertion of the catheter, the pt's arm became red and the pt stated that the arm "felt warm to the touch"; flash back was not observed indicating that the IV catheter had not yet entered the vein; the catheter was immediately removed prior to the initiation of any infusion; the arm returned to normal over several minutes; the pt's vitals remained normal throughout the event with no treatment or intervention; and the pt was referred to an allergist for testing as f/u and the preliminary results were reportedly negative.